Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while the patient was being ventilated, the o2 concentration began to periodically drift below set value ranging from 2% -5%. The ventilator was disconnected from the patient and a pre-use check was performed while the patient was manually being ventilated. The pre-use check was successful and o2 concentrations appeared to be accurate within 1-2% of set value. According to the rt during the night the o2 concentrations stated drifting downwards again. In the morning the ventilator was disconnected from the patient and was replaced with another one. The patient exhibited frequent desaturations, the lowest being 60% but the final patient outcome was no injury. (B)(4).

Event description:
Manufacturer reference#:(B)(4). Importer reference #:(B)(4).

Manufacturer narrative:
On-site investigation after the event found no fault with the ventilator. The air and o2 gas modules were however replaced on a mere basis of the reported low o2 alarms and returned for investigation. Both modules were tested in the production test system and all their parameters were within allowable limits. The modules were tested in a reference ventilator. All pre-use checks (puc) were successful and there were no deviations from the set o2 concentration values during the 20-day ventilation period on a test lung. The evaluation of the received ventilator¿s logs shows that the puc prior to and after the event were successful. There are no technical error codes. The logs contain 8 low o2 alarms during a period of about 10 minutes at reported time. The 8 alarms imply that the low o2 concentration was not constant but was within the set limits in between the alarms. At the time of the event the o2 concentration was set at 47% and the logs show that the o2 concentrations were under the limit but not below 40% at any time. The investigation found no fault and the reported low o2 alarms were not reproduced. The logs confirm the occurrence of the low o2 alarms at the reported time of the event but their cause has not been determined. Whether these occurrences contributed to the patient¿s desaturation has not been determined but additional information stated that the patient suffered several desaturations even when the o2 concentrations were reading normally. Reference exemption #: e2008006s01. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).